Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a cracked tank cover and enclosure. Faded and worn line cord. Outdated printed circuit board (pcb) and power switch. Per functional testing "no to the source of the alarm but it's a common mistake. They think it's the float switch/water level alarm but it's really the disposable alarm which is triggered by the micro switch". There was leaking from both the cracked tank cover and a crack in the enclosure near the drain fitting. The complaint was confirmed. The root cause was a cracked tank cover and reservoir by the drain tube fitting from suspected wear of age. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Manufacturer narrative:
Other, other text: d4: UDI section and b3: date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was leaking water. No patient involvement was reported.